Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in 2008, in the pt's left (os) eye. The lens was explanted in 2009, due to inadequate vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery.